Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they get 1-2 questionable high results per week for patients tested for elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module. The customer provided erroneous results for 1 patient sample that occurred most recently. The erroneous result was not reported outside of the laboratory. The initial ft4 ii result was 44.16 pmol/l. The repeat result was 15.72 pmol/l. The result of 15.72 pmol/l was reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 27034100. The expiration date was not provided.

Manufacturer narrative:
Serial number was updated. During a review of the alarm trace, many abnormal aspiration errors were observed on the day of the event but not at the time of the incorrect result.

Manufacturer narrative:
Calibration data from 21-jan-2018 was well within the acceptable range. The ft4 ii reagent expiration date was nov-2018. Not enough information has been provided from the customer to complete the investigation. The investigation was unable to find a definitive root cause.